Manufacturer narrative:
(B)(4). The actual date of deaths was unknown.

Event description:
Additional information received noted the reporter did not have further information, ¿it was just something she read online.¿ it was unknown whether or not it was an article or a professional journal. No further information was provided. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported there were some deaths related to pockets fills in 2011. It was noted there were no specific details regarding the deaths or events. It was unknown what drugs were being delivered. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information received clarified that the patient did not report any patient deaths or adverse events. The information the reporter referred to regarding the pocket fill and patient death was information from the FDA website.

Manufacturer narrative:
(B)(4).